Event description:
Staff were using the device for a lap procedure. The surgeon used it once and asked for a refill cartridge. Staff related "staples were falling all over the place". After reloading, it would not fire again.